Manufacturer narrative:
Initial reporter facility name: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during set up with a prismaflex st150 set the filters heparin syringe line was leaking at the green connector. There was no patient involvement.

Manufacturer narrative:
The actual device was not available; however, four companion samples were received for evaluation. The green check valve of the anticoagulant line of each set was visually inspected and tested for leaks, and no cracks or leaks were observed. A short, simulated therapy was successfully performed on two of the sets. No leaks or air intake was detected during the priming test. No leaks or cracks were detected on the three pod membranes and connections. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.